Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's lemo cable connector was determined to have a loose pin that the representative reseated. The system's 5vdc power supply was also evaluated and adjusted. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.